Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record alleges that the patient underwent port placement procedure for colon cancer with hepatic metastases. Procedure was completed under fluoroscopic guidance. The port and catheter were flushed with heparinized saline. Approximately after one month seven days post implant patient was admitted for inability to take per oral and oropharyngeal dysphagia due to chemotherapy. He was started on IV fluids in the emergency room. CT neck was performed which showed no obvious evidence of abscess or infection. He underwent ultrasound right arm doppler venous study to eval for internal jugular vein clot. The study showed complete thrombosis of the right jugular vein most assuredly related to the mediport. He was initiated on therapeutic dosing lovenox. He was stable and discharged to home after two days. Therefore, the investigation is confirmed for the reported thrombosis. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one month and seven days post a port placement, the patient allegedly developed with thrombosis. However, the current status of the patient was unknown.